Manufacturer narrative:
(B)(4). The product was not returned by the patient for analysis and the complaint could not be confirmed. DHR was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. The root cause of the event was unable to be determined. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-00891.

Event description:
Patient underwent a right hip revision procedure approximately 17 months post-implantation due to aseptic loosening, pain and leg length discrepancy. During the procedure, the femoral head, acetabular cup, and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.